Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 414 mg/dl. The customer changed the cartridge, infusion tubing and site. A bolus of insulin was delivered to address the bg level. As the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine the cause of the occlusion; however, a system check was performed with the current supplies and the luer-lock was found to be leaking. The customer tightened it. Insulin delivery was resumed.